Event description:
It was reported that the burr was difficult to remove. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr stalled in the vessel and was difficult to remove. Consequently, the physician attempted to dynaglide and pull but did not work. The device was removed intact from the patient's body by balloon and wire and the procedure was completed. No patient complications were reported.